Manufacturer narrative:
The customer reported that they're not getting any audible alarms on the central nurse's station (cns). Technical service (ts) had the customer check the audio cable on the cns. When checking the displays, the customer noticed that none of the cns displays had an audio cable plugged in. The customer located the audio cable and plugged it into the display and verified that the sound was back by adjusting the audio on one of the bedsides. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they're not getting any audible alarms on the central nurse's station (cns). There was no patient injury reported.